Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd texium leaked. The following information was provided by the initial reporter: it was reported: ¿while reconstituting a drug the connection between the vial adapter and the texium syringe began to leak while pushing the dilent into the vial. This happened with a 30ml and 50ml texium syringe¿.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.